Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Investigation: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review.

Event description:
It was reported that the unspecified bd blood collection tube had its top would pop off during transport through the pneumatic tube system. Unknown when the event occured. No serious injury or medical intervention noted.